Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported by the rep during a roux-en-y procedure, the reload, on the third row furthest from the patient and in the middle of the stapler line, there was one staple that was sticking straight up. The surgeon over sewed the staple line to address the issue and the procedure was completed with no patient consequence.